Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large wherein a hemostatic valve leak and air backflow issues occurred. It was reported that the vizigo sheath valve was leaking after the dilator was put into the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced, and the issue was resolved. The procedure continued. There was no patient consequence. Additional information was later received indicating the physician was not able to see any physical damage on valve/hub. The doctor had not inserted a catheter he was pulling back blood and there were a bunch of bubbles as he pulled back. The hemostasis valve (gasket) did not break into two or more separate pieces. From what the reporter could see the hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. The patient¿s hemodynamics were not compromised due to bleeding. No volume of blood was lost. There was no medical intervention required to stop the bleeding.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large wherein a hemostatic valve leak and air backflow issues occurred. It was reported that the vizigo sheath valve was leaking after the dilator was put into the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large was replaced, and the issue was resolved. The procedure continued. There was no patient consequence. Device evaluation details: on 18-mar-2022, the product was returned to biosense webster inc (bwi) for evaluation. The evaluation has been completed. Visual inspection of the returned device was performed following bwi procedures. Visual analysis revealed that the hemostatic valve was not found inside the device. The hemostatic valve detachment could be related to the dilator wrongly introduced; however, this could not be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)